Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint for was verified through quality and production testing. Maximum temperature for the attachment head exceeded maximum allowable temperature standards. Bur end bearing retainer failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Significant gear wear also increased friction and proper functioning of the gears, also contributing to the heat reported in the complaint.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated while in use. There was no injury or intervention.